Event description:
A caller reported a malfunction on the pump that displayed a malfunction code but did not result in any notable events beforehand. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact technical support again if the issue recurred, which the caller acknowledged and understood.